Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator replacement procedure. The right ventricular lead was observed under fluoroscopy. The physician noted that the conductor coil was exposed due to insulation breach. The lead was capped and replaced on (B)(6) 2018. The patient experienced no consequences.